Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tfdm-df) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
At the end of a persistent atrial fibrillation procedure, after removal of the catheters/equipment, the patient became hypoxic and a pericardial effusion was diagnosed which required a pericardiocentesis. Pulmonary vein isolation, mitral isthmus ablation, roof line ablation, and cavotricuspid isthmus (cti) ablation were performed using the tactiflex duo catheter using only pulsed field ablation. No transseptal puncture was performed, as the physician accessed the left atrium via a patent foramen ovale (pfo). Since no transseptal puncture was performed, the physician believes the issue may be related to either manipulation of the agilis sheath in the right atrium or positioning of the decapolar catheter in the coronary sinus during which the physician experienced difficulty. The anatomy of the coronary sinus contributed to the difficulty in positioning the inquiry catheter within it. The patient is stable in the cardiac intensive care unit. There were no performance issues with any abbott device.